Event description:
The reporter contacted lifescan alleging that the product displayed "pc" on the screen. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.